Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a button alarm. The customer's blood glucose levels ranged from 300 (mg/dl) to 400 (mg/dl). The customer declined further troubleshooting regarding the issue. Reportedly, the customer reverted to manual injections available for alternate insulin therapy.